Manufacturer narrative:
There is insufficient information to preform a product investigation.

Event description:
Tampon broke off in vagina [foreign body in reproductive tract]. Tampon broke off [device breakage]. Painful: vagina [vulvovaginal pain]. Very painful: tampon [medical device site pain]. Consumer reported via e-mail that tampon broke off in vagina. No serious injury was reported.